Manufacturer narrative:
Evaluation summary: the probable cause was, that the processor was not recognizing the scope. And the pcb failed, due to water ingress etc. Presumed. Correction information: h6: coding changed, based on the investigation result. H3: device evaluated h4: device manufacture date

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k13185. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10l. In the event reported, it was stated that there was no video/error msg, scope not connected. The anomaly occurred in the procedure room during use. The customer stated the camera is not working at distal end. The customer also stated there were no patient/user injuries, adverse events, delay, or medical intervention reported. The device was returned to pentax medical service facility on service order (B)(4) where it was inspected, and the user narrative was confirmed. The inspection findings are as follows: image intermittent; passed dry leak test; passed wet leak test; control body grip scratched; image video unable to white balance; pve connector housing scratched; customer complaint confirmed. The device currently pending repairs and will be returned to the user upon completion. Parts to be replaced: o-rings and seals; pcb for ccd drive pb-free. A review of the service history indicates the device was routinely serviced at a pentax service facility. On 09-sep-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 17oct2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.